Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect prolactin reagent list number 07k76, lot number 58834ui00, was not identified.

Event description:
The customer observed elevated prolactin results while using the architect prolactin assay compared to results generated using the centaur method. The customer provided the following data: architect results: 191.27; centaur result: 26.40. No adverse impact to patient management was reported.